Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("having heavier than normal bleeding/ abnormal heavy menstrual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine spasm ("contractions worse than either of my natural births for 2hrs after placement"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vertigo ("vertigo"), dysmenorrhoea ("increased cramping"), dyspareunia ("pain with intercourse/ dyspareunia "), pain ("pain on its own"), oedema peripheral ("bilateral lower extremity edema"), urticaria ("urticaria"), abdominal distension ("lower abdomen bloating/ bloating"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical removal of the essure devices). Essure was removed on (B)(6) 2015. In 2010, the uterine spasm had resolved. At the time of the report, the pelvic pain, menorrhagia, vertigo, dysmenorrhoea, dyspareunia, pain, oedema peripheral, urticaria, abdominal distension, vaginal discharge, vaginal infection, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, oedema peripheral, ovarian cyst, pain, pelvic pain, urticaria, uterine spasm, vaginal discharge, vaginal infection and vertigo to be related to essure. The reporter commented: because of the requirement of a surgical removal of the essure devices patient has been left with serious injuries. Diagnostic results: following the requisite time period after implantation of essure patient had a hsg test (result unspecified). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint received. Case is now considered incident. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization and stop date (B)(6) 2015 was added. Essure start date updated from 2010 to (B)(6) 2010. Events abnormal heavy menstrual bleeding, bloating, dyspareunia were clubbed with previously reported events. Events pelvic pain, vaginal discharge, vaginal infection, ovarian cysts, anxious, depressed were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0830) on (B)(6)2015. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: penetrated through myometrium"), pelvic pain ("pelvic pain") and menorrhagia ("having heavier than normal bleeding/ abnormal heavy menstrual bleeding") in an adult female patient who had essure (batch no. 664669 inv, 664668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and asthma. Following the requisite time period after implantation of essure patient had a hsg test (result unspecified). Concomitant products included salbutamol (albuterol hfa). On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced uterine spasm ("contractions worse than either of my natural births for 2hrs after placement"), lasting 2 hrs, experienced dyspareunia ("pain with intercourse/ dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"). In december 2010, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced urinary tract infection ("uti"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and micturition urgency ("increasd urination"). In december 2013, the patient experienced dysmenorrhoea ("increased cramping /dysmenorrhea (cramping) / menstrual cramp"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vertigo ("vertigo"), pain ("pain on its own"), oedema peripheral ("bilateral lower extremity edema"), urticaria ("urticaria"), abdominal distension ("lower abdomen bloating/ bloating"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain"). The patient was treated with surgery (salpingectomy and surgical removal of the essure devices). Essure was removed on (B)(6)2015. In 2010, the uterine spasm had resolved. At the time of the report, the uterine perforation, pelvic pain, vertigo, dyspareunia, pain, oedema peripheral, urticaria, abdominal distension, vaginal discharge, vaginal infection, ovarian cyst, anxiety, depression, urinary tract infection, bladder disorder, urinary tract disorder, weight increased and micturition urgency outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, vulvovaginal pain and arthralgia had resolved. The reporter considered abdominal distension, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, micturition urgency, oedema peripheral, ovarian cyst, pain, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: because of the requirement of a surgical removal of the essure devices patient has been left with serious injuries. Lot number reported 664669 is invalid further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is invalid) product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 26-aug-2015. The most recent information was received on 15-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: penetrated through myometrium"), pelvic pain ("pelvic pain") and menorrhagia ("having heavier than normal bleeding/ abnormal heavy menstrual bleeding") in an adult female patient who had essure (batch no. 664668, 664669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and asthma. Concomitant products included salbutamol (albuterol hfa). On (B)(6) 2010, the patient had essure inserted. In (B)(6), the patient experienced uterine spasm ("contractions worse than either of my natural births for 2hrs after placement"), lasting 2 hrs, experienced dyspareunia ("pain with intercourse/ dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6), the patient experienced urinary tract infection ("uti"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and micturition urgency ("increased urination"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("increased cramping /dysmenorrhea (cramping) / menstrual cramp"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vertigo ("vertigo"), pain ("pain on its own"), oedema peripheral ("bilateral lower extremity edema"), urticaria ("urticaria"), abdominal distension ("lower abdomen bloating/ bloating"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain"). The patient was treated with surgery (salpingectomy and surgical removal of the essure devices). Essure was removed on (B)(6) 2015. In (B)(6), the uterine spasm had resolved. At the time of the report, the uterine perforation, pelvic pain, vertigo, dyspareunia, pain, oedema peripheral, urticaria, abdominal distension, vaginal discharge, vaginal infection, ovarian cyst, anxiety, depression, urinary tract infection, bladder disorder, urinary tract disorder, weight increased and micturition urgency outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, vulvovaginal pain and arthralgia had resolved. The reporter considered abdominal distension, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, micturition urgency, oedema peripheral, ovarian cyst, pain, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: because of the requirement of a surgical removal of the essure devices patient has been left with serious injuries. Diagnostic results: following the requisite time period after implantation of essure patient had a hsg test (result unspecified). Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-jan-2019: pfs received - new event 'abnormal bleeding (vaginal), uti, bladder problems or changes , urinary problems or changes, perforation (uterus), weight gain, increased urination, vaginal pain, hip pain' were added. Lot number was added. Historical and concomitant conditions were added. New reporter were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0830) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: penetrated through myometrium"), pelvic pain ("pelvic pain") and menorrhagia ("having heavier than normal bleeding/ abnormal heavy menstrual bleeding") in an adult female patient who had essure (batch no. 664669 inv, 664668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and asthma. Following the requisite time period after implantation of essure patient had a hsg test (result unspecified). Concomitant products included salbutamol (albuterol hfa). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine spasm ("contractions worse than either of my natural births for 2hrs after placement"), lasting 2 hrs, experienced dyspareunia ("pain with intercourse/ dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"). In december 2010, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced urinary tract infection ("uti"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and micturition urgency ("increasd urination"). In december 2013, the patient experienced dysmenorrhoea ("increased cramping /dysmenorrhea (cramping) / menstrual cramp"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vertigo ("vertigo"), pain ("pain on its own"), oedema peripheral ("bilateral lower extremity edema"), urticaria ("urticaria"), abdominal distension ("lower abdomen bloating/ bloating"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain"). The patient was treated with surgery (salpingectomy and surgical removal of the essure devices). Essure was removed on (B)(6) 2015. In 2010, the uterine spasm had resolved. At the time of the report, the uterine perforation, pelvic pain, vertigo, dyspareunia, pain, oedema peripheral, urticaria, abdominal distension, vaginal discharge, vaginal infection, ovarian cyst, anxiety, depression, urinary tract infection, bladder disorder, urinary tract disorder, weight increased and micturition urgency outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, vulvovaginal pain and arthralgia had resolved. The reporter considered abdominal distension, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, micturition urgency, oedema peripheral, ovarian cyst, pain, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: because of the requirement of a surgical removal of the essure devices patient has been left with serious injuries. Lot number reported 664669 is invalid the lot number 664669 is invalid. Lot number: 664668 manufacturing date: 2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.